Event description:
Report received of an over-delivery of cardizem. The patient reportedly received 100ml of cardizem in approximately 20 to 30 minutes instead of the intended 10 hours. In the ER, channel a of the pump was programmed to deliver 1000ml of normal saline at a rate of 125ml/hr. Channel b of the pump was programmed to deliver 100ml of cardizen at a rate of 10ml/hr. After the patient was transferred to the acute care unit, the nurse reported that the pump display indicated that a "vtbi" of 90ml of cardizem remained. Approximately 15 minutes later, the nurse noted that the bag of cardizem was empty. It was unspecified if the pump sounded an audible alarm. The patient was reported to have an unpecified decrease in blood pressure. The doctor was notified and the cardizem was discontinued; however, the pump remained in clinical use delivering normal saline on channel a. During the night, the patient's vital signs were monitored and reportedly, the patient's blood pressure recovered. Later that morning, the pateint was discharged home with no reported adverse sequelae. Though requested, there was no further information available.